Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that, after swimming, the display screen was blank. It was also noted that moisture was present under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings: the pump display was observed to be blank upon powering on and cracked. Moisture was observed from behind the display lens. Leak test performed and leak observed at display lens. The pump case was opened and moisture was observed throughout the pump case. Further testing was prohibited due to the blank display.